Event description:
Reportedly, in a remote monitoring report, the atrial lead impedance curve displayed very few measurements.

Manufacturer narrative:
Preliminary analysis revealed that the device behaved as programmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, in a remote monitoring report, the atrial lead impedance curve displayed very few measurements.

Event description:
Reportedly, in a remote monitoring report, the atrial lead impedance curve displayed very few measurements.